Manufacturer narrative:
Additional information: b5, d6a, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during dialysis, fluid leakage occurred and a crack was found in the venous (blue) luer adapter. The catheter had been in place for 4 months at the time of the event. There was nothing unusual observed on the device prior to use. Flushing was not done prior to use. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. The cleaning agent used on the device was iodine. The cleaning agent typically utilized to clean the adapters was povidone iodine. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. The insertion site was not treated prior to product placement. No instrument was used to loosen or tighten the device. No tools were used to insert the adapter, and the adapter was found to be broken. Tego was not utilized. There were no other products utilized with the device. There was no excessive force used on the device. As a remedial action, the catheter was repaired. It was stated that a new catheter kit with the same lot and ID was used, and the broken adapter was replaced. The dialysis continued and was completed after the remedial action was done. There was no blood loss, and a blood transfusion was not required. There was no medical intervention/treatment done to the patient as a result of the event. There was no reported patient injury.

Event description:
According to the reporter, during dialysis, fluid leakage occurred, and a crack was found in the venous (blue) luer adapter. The catheter had been in place for 4 months at the time of the event. There was nothing unusual observed on the device prior to use. Flushing was not done prior to use. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. The cleaning agent used on the device was iodine. The cleaning agent typically utilized to clean the adapters was povidone iodine. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. The insertion site was not treated prior to product placement. No instrument was used to loosen or tighten the device. No tools were used to insert the adapter, and it could be seen on the physical object that the adapter was broken. Tego was not utilized. There were no other products utilized with the device. There was no excessive force used on the device. As a remedial action, the catheter was repaired. It was stated that a new catheter kit with the same lot and ID was used, and the broken adapter was replaced. The dialysis continued and was completed after the remedial action was done. There was no blood loss, and a blood transfusion was not required. There was no medical intervention/treatment done to the patient as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during dialysis, fluid leakage occurred and a crack was found in the venous (blue) luer adapter. The cleaning agent used on the device was iodine. The insertion site was not treated prior to product placement. No instrument was used to loosen or tighten the device. Tego was not utilized. The catheter was repaired. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that there was a crack on the venous luer adapter. It was reported that the luer adapter was cracked. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.